Manufacturer narrative:
Serial nos: (B)(4). The investigations found for 1 of the events there was an issue with the position of the mixer. For 2 of the events, the investigation could not identify a product problem. The cause of the event could not be determined. The investigations found for 1 of the events that tubing was kinked. The investigations found for 1 of the events the issue was caused by the pinch tubing. The follow up/corrective actions for 1 of the events was resolved after adjustment of the mixer. The follow up/corrective actions for 1 of the events were performance testing and a system volume check were run and passed. The follow up/corrective actions for 1 of the events was the field engineering specialist adjusted the alignments of the sample and reagent probes. The follow up/corrective actions for 1 of the events was the damaged portion of the tubing was removed, it was flared, and then re-attached. Quality controls were tested and within range. The follow up/corrective actions for 1 of the events was the pinch tubing was replaced. The probe and mixer alignments were checked. Performance testing was run and was within specifications. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>5</noe> malfunction events. Erroneous low results were generated by a cobas e411 disk analyzer. The events involved a total of 5 patients with the following: 4 elecsys hcg + beta test system, 1 elecsys ferritin. The provided patients' ages ranged from (B)(6) to (B)(6). One patient's weight was (B)(6). There were 3 females.